Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular fibrillation and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, the reported low flow events could not be confirmed as no log files were submitted for review. A specific cause for these events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D,) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch¿ communication system¿, describes the pump flow display and the low flow hazard alarm condition. This section also explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Chapter 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the heartmate 3 lvas patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) in ventricular-fibrillation. The patient was then intubated. During admission, the patient experienced cardiac arrest with low flow alarms. The patient had cardiopulmonary resuscitation (CPR) for 2 hours with no return of spontaneous circulation (rosc).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.